Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin transmission revealed ventricular loss of capture on a non-dependent patient. The patient would be brought in the clinic for further testing and reprogramming of the device. The lead remained implanted.